Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the pump powers with returned battery cap. Paired pump with meter and exercised both for 24 hours. Reviewed history data. No uninitiated boluses performed. Performed manual bolus of 5 units from meter, reviewed history data, 5 unit bolus present in history. Unable to duplicate uninitiated bolus complaint. Removed pump case and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The patient stated that the pump delivered 0 unit bolus times two and the pump and the meter remote were not touched to initiate this bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.